Event description:
The biomedical engineer (bme) reported that the patient name was linked on 2 bedside monitors. This was only affecting the patient info and demographics. This started on 08/31 at 6pm. When making a name change on one room, it shows on the other room as well. When patients are admitted they use the name, they do not use patient ID numbers. Units were not being stored at the same central nurse's station (cns). They stated that the patient data was not linked. Everything in the trend was showing correctly on both patients. He stated that this was happening on 3 different central nurse's station (cns) with these same patients. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the patient name was linked on 2 bedside monitors. This was only affecting the patient info and demographics. This started on 08/31 at 6pm. When making a name change on one room, it shows on the other room as well. When patients are admitted they use the name, they do not use patient ID numbers. Units were not being stored at the same central nurse's station (cns). They stated that the patient data was not linked. Everything in the trend was showing correctly on both patients. He stated that this was happening on 3 different central nurse's station (cns) with these same patients. No patient harm was reported. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Central nurse's station: model: cns-6801a, sn: (B)(4). Central nurse's station: model: cns-6801a, sn: (B)(4).